Manufacturer narrative:
Concomitant products: 457453 implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device has been alerting every few hours over the past few days. This is potentially indicative of a right ventricular (rv) lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 457453 implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device has been alerting every few hours over the past few days. This is potentially indicative of a right ventricular (rv) lead issue. The lead remains in use. No patient complications have been reported as a result of this event.